Event description:
It was reported that the patient experienced a shocking or jolting sensation while using her blue tooth. The blue tooth was in the patient's left ear. The stimulator is implanted in the patient's left buttock area. The patient has had the blue tooth for a month, and had used it before with the stimulation on without any problems. It was noted that the only unusual thing at the time was that the check printer was on during the time. There were no recent procedures done or recent falls. The patient status was good.

Manufacturer narrative:
(B) (4).